Event description:
It was reported (B)(6) 2022 during the maintenance of the infusion port, the patient found that the needle of the butterfly wing needle leaked during static flushing.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfvf922 showed no other similar product complaint(s) from this lot number.